Event description:
The pt had erosion and an infection. The device system was used to deliver baclofen. Additional information has been requested, a follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
(B)(4).